Event description:
Patient was implanted with plate, (2) locking screws, (3) cancellous screws, (3) cortical screw and (2) 4.0mm partially threaded for an ankle fracture on an unknown date. Reportedly the patient complained of pain. Patient was returned to the or on (B)(6) 2013 for removal of hardware. All hardware was removed and the patient was not implanted with any additional hardware as the patient's fracture had healed. This report is for three unknown cancellous screws. This is 3 of 5 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Received product questionnaire noted the patients weight to be (B)(6). Patient's weight was corrected from (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.